Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11939 2017865-2021-11942 2017865-2021-11944 it was reported that patient presented with an unspecified infection. The entire implantable cardioverter defibrillator system was explanted on (B)(6) 2021. No patient condition after the procedure was reported.